Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
On (B)(6) 2011, pt underwent an orif distal femur procedure and was implanted with a 4.5 mm lcp plate. Pt came back for follow up and x-rays revealed that the plate is angulated 12-13 degrees. Presently, surgeon has no intention of revision surgery and plate is still implanted. Pt is not plate of any pain or discomfort.